Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sixteen days post implant there was inappropriate detection of af (atrial fibrillation) by the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.